Event description:
Filter used in positive pressure breathing units, with filter in-line. Rptr was unable to generate and maintain desired ventilating pressures. Upon removal of filter, noted several filters not sealed at seam.